Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic revision of roux-en-y gastric bypass, when making the first firing on the distal portion of the stomach to complete the gastrectomy, the stapler completely miss-fired on the tissue. The blade partially deployed but the tissue was left uncut with staples in it sticking up into the air were standing straight up and down, not laying down like normal railroad track staples. As the device was fired, it went into speed 3 for the last 2/3 of the firing and when it came back I was not stapled. This resulted to tissue damaged. The surgeon had to fire another staple load more distal to complete the gastrectomy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Functionally the loading unit was loaded with a representative cartridge and was applied to test media. All staples were placed, and test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.